Event description:
It was reported that the pk dissecting forceps instrument was reported having wires sticking out at the distal end. This was identified in central processing after the instrument was cleaned and sterilized.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires exposed at the distal end is confirmed. Conductor wires are intact and undamaged, but drive cable is frayed. The pitch down cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. No other damage found.